Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted that the shock impedance measurements have fluctuated over the last several months. Boston scientific technical services (ts) provided troubleshooting options. The physician will continue to monitor the patient and the system. This ICD system remains in service. No adverse patient effects were reported.